Event description:
Boston scientific received information that this patient received two bursts of anti-tachycardia pacing and six inappropriate shocks for supra ventricular tachycardia. As a result, therapy was exhausted in the ventricular tachycardia (vt) zone. Technical services discussed that if the rate had accelerated into the ventricular fibrillation (vf) zone, therapy for the vf zone would be available. Technical services discussed programming options to avoid therapy exhaustion in the vt zone in the future. No additional adverse patient effects have been reported. All available information indicates that the device remains in service.

Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.